Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/29/2025, a facility representative reported via (B)(4) that an ar-8737-62 mini easy-out screw remover tip broke off during a case, and no patient was harmed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal end of the shaft was broken, and the threads were damaged. Functional testing was not performed due to the damage to the device. Per dfu-0023-eo cautions: to avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. The most likely cause of the reported failure can be attributed to user error of the device due to over-torquing/over-engaging applying excessive mechanical forces during insertion/use.